Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide specific information. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and instructed to call back if any issues resurfaced.